Manufacturer narrative:
(B)(6). This device is not available for analysis. This report is filed 25 apr 2014.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported) resulting in fixture loss.the device has not been made available for analysis as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.